Event description:
The customer reported hydrogen peroxide contact. The customer noticed that there was a "wet spot" on the package and she touched it with her finger. A few minutes later, she noticed a burning sensation and a "white patch" where she touched the package. The customer reported that a dr in the ER saw the employee but she was not treated. The customer found that the vaporizer plate was incorrectly installed. They replaced the vaporizer plate.

Manufacturer narrative:
Skin contact with hydrogen peroxide.